Event description:
Treatment of a dural fistula. During the procedure, it was reported that the mirage guidewire could not be pulled out of the ultraflow catheter so it was decided to withdraw both of them at the same time. Upon withdrawal, the distal end of the catheter and guidewire separated and remained in the patient.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00158.

Manufacturer narrative:
The proximal broken segment of the catheter was returned for analysis with approximately 15.3cm of the distal segment missing. The tubing material of the separation site exhibits plastic deformation indicating that the catheter separation occurred due to applying force exceeding the tensile strength of the tubing material during manipulation of the device.(B)(4).